Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to stenosis. Review of patient documents indicated that patient presented with a mitral valve gradient of 30 mmhg; operative findings indicate that "2 of the leaflets were completely fused. The third opened a small amount, there was gramous material and old clot harboring the interstices of the valve. Gram stains and cultures were sent off. Gram stains were all negative." The explanted device was replaced with another ce bioprosthetic heart valve. Follow ups for return of explanted device were unsuccessful. Patient is stable.

Manufacturer narrative:
Device evaluation summary: the device was received and evaluated at edwards. As received, leaflet 1 had a cut area of approx 11mmx4mm, leaflet 2 had a cut area of approx 8mmx10mm and leaflet 3 had a cut area of approx 12mmx2mm. Cut sections were not returned with the valve. Moderate calcification was observed in the remaining sections of leaflet 1, heavy calcification was observed in the remaining sections of leaflets 2 and 3. The remaining free margin of leaflet 1 exhibited minimal to moderate calcification, remaining free margin of leaflet 2 exhibited minimal calcification. Calcification restricted mobility in the remaining sections of leaflets and could have led to stenosis in the intact valve. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Leaflet 1 had a tear approx 3mm at commissure 2, leaflet 2 had a tear approx 7mm in length at commissure 2, leaflet 3 had a tear approx 10mm in length at commissure 3 and a partial tear of approx 7mm in length at commissure 1. Partial tear did not tear through the entire thickness of the leaflet. Calcification was observed near the regions of the tears. Hematoma was observed on all three leaflets. Additional manufacturer narrative - the clinical observation was confirmed based on the evaluation the stenosis was secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative - correction submitted for aware date.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer, therefore, the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.